Event description:
It was reported that on (B)(6) 2025 "the syringe wing was cracked and when the nurse tried to flush the port, she wasn't able to flush more without feeling like the syringe was going to break" and another saline syringe was retrieved.

Manufacturer narrative:
It was reported that on (B)(6) 2025 "the syringe wing was cracked and when the nurse tried to flush the port, she wasn't able to flush more without feeling like the syringe was going to break" and another saline syringe was retrieved. No additional details are available related to the customer reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.